Event description:
Customer reported that the date was stuck on (B)(6) 2013 on the instrument and they noticed it on (B)(6) 2013. Customer also reported that calibration and quality control was not run during this time frame. Customer indicated that there were 16 patient samples ran during this time frame. Customer also indicated that they entered the patient results manually into their lis (date management system) system so the dates did not affect their results. There was no report of injury due to this event.

Manufacturer narrative:
The incorrect date was due to daylight savings time and a siemens representative instructed the user on how to reset the instrument to the correct data and the date was corrected. Customer has been informed that this issue will be resolved in software version 3.9 which will be available in early 2014.